Manufacturer narrative:
Block e1: the initial reporter's phone number is (B)(4). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an ultrasound resection and drainage of pancreatic pseudocyst and encapsulated necrosis procedure performed on (B)(6) 2023. During the procedure, the stent's flange failed to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.